Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. (B)(4).

Event description:
A doctor reported that the valved trocar cannula leaked during surgery. Product replaced and procedure completed with no patient harm reported. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Three opened trocar assemblies were received and visually inspected and samples 1 and 2 were found to be conforming while sample 3 was found with a cut in the septum. Samples 1 and 2 were then functionally inspected for leak test and were found to be conforming. Leak test could not be performed on sample 3 due to the damage of the sample. Samples 1 and 2 were found to be visually and functionally conforming and sample 3 was found visually non-conforming, therefore a leakage from the trocar was confirmed; however the exact root cause for this complaint is unknown. Potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process controls have been implemented to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).